Event description:
Customer reported a malfunction alarm with code malf 9, but no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support guided the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and contact support if any issues reappear, which the customer acknowledged and understood.